Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer stated that the architect analyzer generated a (B)(6) on one patient. The results provided were: (B)(6) / previous sample = 11.0 s/co. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, sensitivity testing, a review of labeling, and a review of historical data. A review of complaints determined that there is no trend for lot 54314li00. A review of labeling concluded that the issue is adequately addressed. There was no specimen returned for evaluation. Sensitivity testing was performed on a retained kit of architect (B)(6) reagent, list number 6c37-32, lot number 54310li00 (same bulk as 54314li00), and all values met specifications with no (B)(6) obtained. In addition, the clinical sensitivity was evaluated by testing two sensitivity panels (core only panel (panel a) and ns3 only panel (panel b)) in 10 replicates. The panel values met specifications and all generated results were in range and (B)(6) were obtained. Also, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels ((B)(6)). The seroconversion panel results were compared to architect (B)(6) provided by zeptometrix. The reagent detected the same bleeds as (B)(6) with comparable s/co values for the seroconversion panels. Based on this data it was shown that the sensitivity performance is not affected. A review of the design history record was completed and no issues were identified. Based on the investigation, it has been determined that lot number 54314li00, is performing acceptably and no product issues were identified.